Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a malfunction, specifically that pocket c1 of drawer 1.1 was unable to open. This hindered users from accessing the medication and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1.initial reporter state: (B)(6). E.1.initial reporter zip: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was determined that the cubie pocket failed. A field service engineer assisted customer using remote support services to resolve the issue, but no further repair information was provided. The system functioned as intended after the field service engineer repaired the device.